Event description:
In this event it was reported that approx 4 hours after using integrity multicure, a pt experienced swelling on their face and lips; the pt took a benadryl to combat the reaction. The pt was seen by the dentist the next day and the swelling was reportedly decreasing.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.